Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed low speed and pump stoppage events. Although a specific cause for these events could not conclusively be determined through this evaluation, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings appeared consistent with a potential driveline issue. The submitted log file contained data from 08oct2020 through 10oct2020. Starting on (B)(6) 2020, the file captured multiple low speed and pump stoppage events while the patient was supported by the power module. The low speed and pump stoppage events were observed until the end of the file, when the driveline was disconnected. It should be noted that low flow alarms occurred in association with the low speed and pump stoppage events. The account communicated that the patient ultimately received a pump exchange on (B)(6)2020. The account communicated that the exchanged devices are not returning. The alarms resolved after the exchange, and the patient reportedly remains stable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jun2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a few pump stops while on ppm with a non grounded cable or batteries. There were also low flow alarms. The vad coordinator and cardiologist exchanged all peripheral devices and system controller. X-rays were performed and a small artifact was noted close to the diaphragm. The external part of the driveline was moved in a different direction to try to reproduce alarms without success. The alarms occurred while the patient was moving in bed. The patient was asymptomatic and the cause of the alarms was due to internal driveline fatigue. A pump exchange was performed on (B)(6) 2020 and the alarms resolved after the exchange. The patient was reported as stable and in regular ward.